Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Hospital policy.

Event description:
Hip revision procedure. Removal of tritanium cup and mdm construct. Replaced with larger tritanium multi hole shell and mdm construct.